Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that one lens haptic is torn. Clear surgical residue/debris on the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated that the surgeon inserted an aq2010v three piece silicone lens and the lens haptic tore. The lens was removed. No pt injury.